Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that when flushing the port prior to medication administration, fluid was noted to be under the dressing. The dressing was removed for inspection and multiple pieces of plastic fell out from under the dressing along with the saline. The knob that the needle inserts in had broken off from the base with the cannula still attached to it. Half of the octagon shaped enclosure had also broken away from the base. No patient injury was reported.